Event description:
It was reported that the customer experienced high blood glucose levels and has a crack on her insulin pump. The customer stated that her blood glucose level was 400 mg/dl and rose to over 500 mg/dl. The customer changed out her infusion set and the high blood glucose levels still persisted. The customer reverted to manual injections. Customer declined troubleshooting. The location of the crack was around the battery cap area. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).